Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to right atrial (ra) lead loss of capture (loc) concerns. Upon review, threshold measurements appeared stable, but there were a lot of false atrial tachy response (atr) episodes due to either same chamber doublecounting and/or farfield oversensing. At times, the farfield signal came in before the qrs. It was noted that there were multiple ra morphologies and the patient had a history of atrial flutter. Review of ra pace impedance trends showed a drop in measurements three different times, with a return to baseline. Ra sensitivity was set to 0.15 mv fixed and rv output was 3.5v trend. Further device evaluation was advised. This ra lead remains in service. No adverse patient effects were reported.